Event description:
It is reported that the flexible driver broke during surgery in hard bone in the acetabulum. The drill was re-chucked on another driver without incident.

Manufacturer narrative:
No product was returned. The device age is unknown as no lot number was provided. It is reported that the device broke at the coiled region. This situation could be due to (but no limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around the corners, device wear due to usage with time, or low speed/high torque of operation. Without further surgical information, however, no exact cause can be determined. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.